Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The device was discarded by the hospital.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician attempted to advance a ruby coil directly through a chiba biopsy needle because of the patient¿s complex anatomy; however, while advancing the ruby coil became stuck and kinked. The physician therefore retracted and removed the ruby coil. The physician then placed multiple non-penumbra coils through the biopsy needle, and then completed the procedure with a 5f microcatheter. There was no report of an adverse effect to the patient.